Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the pt's ipg was explanted due to lack of adequate stimulation and discomfort. The patient is very thin and has no tissue or fat and therefore, the device caused the patient to feel uncomfortable. The patient is reportedly doing well following the procedure.